Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation. The customer's allegation was confirmed. Based on the results of the investigation, it is likely that the user misused the product as the ethylene oxide (eto) cap was not used during reprocessing as recommended in the instructions for use. The event can be detected and prevented by handling the device in accordance with the following section of the instructions for use: chapter 5 reprocessing: general policy chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the end of the visera cysto-nephro videoscope was damaged and the eto cap was not used. The issue was discovered during reprocessing intended for use in a unknown diagnostic procedure. There were no reports of patient harm.